Event description:
The surgeon reported that he undertook revision surgery on (B)(6) 2015 in a (B)(6) female patient who had originally been implanted with an abg ii, alumina ceramic head and liner, plus a trident cup on (B)(6) 2013. The patient reported a squeaking noise when walking which she described as embarrassing. The surgeon reported that the head and liner were revised, and that the other 2 devices were left in situ. The surgeon reported that he thought there was some wear on the explanted devices.

Manufacturer narrative:
An event regarding audible noise and wear involving a ceramic head was reported. The event could not be confirmed for dislocation but wear could be confirmed. Method & results: -device evaluation and results: a visual inspection was performed as part of the material analysis report, dated (B)(4) 2015. Detailed images of the articulating surface of the ceramic head are shown in figures 7 and 8. Figure 7 displays a metal transfer mark, likely from explantation. A wear scar on the ceramic head is shown in figure 8. A metal transfer ring is seen on the proximal end of the ceramic head taper, indicating proper seating between the taper and the hip stem trunnion (figures 9 and 10). The material analysis report concluded that: metal transfer markings and a wear scar were visible on the articulating surface of the ceramic head. No material or manufacturing defects were observed on the surfaces examined. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. However, no material or manufacturing defects were observed on the surfaces examined. The surface roughness, diameter and sphericity measurement results on the femoral head and insert were consistent with in-vivo service. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported that he undertook revision surgery on (B)(6) 2015 in a (B)(6) female patient who had orignally been implanted with an abg ii, alumina ceramic head and liner, plus a trident cup on (B)(6) 2013. The patient reported a squeaking noise when walking which she described as embarrassing. The surgeon reported that the head and liner were revised, and that the other 2 devices were left in situ. The surgeon reported that he thought there was some wear on the explanted devices.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic head. A supplemental report will be submitted upon completion of the investigation.